Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Upon completion of the investigation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Evaluation summary: the sample was returned for evaluation. A visual inspection identified solid white particles approximately 1.04 and 1.14 mm in length inside the fluid. During a fourier transform infrared spectroscopy scan it was identified that the particulate matter was an acrylic material. The cause of the particulate is unknown. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume intermate had particulate matter in the balloon. This was noted during filling. There was no patient involvement. No additional information is available. This is report 1 of 2.